Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. During preparation of a taxus express2 2.50x12mm drug eluting stent the physician noticed that a stent strut was lifted. The proceudre was completed with another same device, and patient status is good.